Event description:
Patient reported rupture of implant on the left side. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture of implant on the left side. The device has been explanted and replaced.

Event description:
Patient reported rupture of implant on the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: e3

Manufacturer narrative:
Device photo analysis : visual analysis of the photographs identified. Observed rupture on the device. Observed red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported rupture of implant on the left side. The device has been explanted and replaced.